Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 420 mg/dl and 136 mg/dl. Customer washed hands in between readings. Customer took 5 units of humulin 70/30 due to the result of 420 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.